Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the cassette had medical fluid remained in it. Reported that the medical fluid was unable to be infused into the patient, and after the patient checked it, the patient felt that the tubing on the pressure plate was out of position as compared with others. Subsequently, the cassette was replaced with another one while medical fluid in the previous one was left unused. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Two photographs of the part number were received and reviewed. The photograph showed that there was a burr on the pressure plate and the pump tube was misaligned. One cadd cassette reservoir was received in used condition inside a plastic bag without its original packaging. Visual investigation was conducted and the pump tube showed misalignment. This was corrected by pushing the pump tube back down, then it returned to normal position. No other discrepancies were found on the rest of the parts on the sample received. The sample was connected to the cadd legacy plus and a balance mettler toledo to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed. A review of the manufacturing process was conducted and deemed adequate and correct with respect to testing and inspection activities. There was no fault found with the returned sample.